Manufacturer narrative:
H6 evaluation method codes: updated with additional information received.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 4-month follow up transesophageal echocardiography (tee), it was noted the closure device had embolized to the left ventricle. The closure device was surgically removed on (B)(6) 2026. The patient remains hospitalized as of (B)(6) 2026. It was further reported that the patient had a shallow appendage.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro was not returned; therefore, device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0036171410. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include embolization and device explant, (hospitalization). Risk review a risk review was completed and confirmed that the events of embolization and device explant were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on 06-oct-2025. The patient was discharged. During a routine 4-month follow up transesophageal echocardiography (tee), it was noted the closure device had embolized to the left ventricle. The closure device was surgically removed on (B)(6) 2026. The patient remains hospitalized as of (B)(6) 2026. It was further reported that the patient had a shallow appendage.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 4-month follow up transesophageal echocardiography (tee), it was noted the closure device had embolized to the left ventricle. The closure device was surgically removed on (B)(6) 2026. The patient remains hospitalized as of (B)(6) 2026. It was further reported that the patient had a shallow appendage.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 4-month follow up transesophageal echocardiography (tee), it was noted the closure device had embolized to the left ventricle. The closure device was surgically removed on (B)(6) 2026. The patient remains hospitalized as of (B)(6) 2026.